Event description:
It was reported to philips that the system displayed an alert indicating "x-ray system is starting", preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.